Event description:
Nurse hung mesna (chemotherapy drug) to infuse over 15 minutes, intravenous (IV) fluids infusing, left chest port site without swelling prior to start of infusion. 20 minutes later, the infusion pump was beeping. Nurse assessed port site, site noted to have swelling, IV fluids, d5 1/2 ns at 40cc/hr and mesna stopped, call placed to pharmacy, spoke with pharmacist, reported no antidote required. 40 minutes after the start of the infusion, the left chest port was re-accessed per policy and procedure by nurse.device #1is this a laboratory device or laboratory test?no.